Event description:
Healthcare professional reported "capsular contracture baker grade IV, suspected/actual rupture/deflation, wrinkling/rippling, correction of asymmetry" via national breast implant registry. Capsulectomy/capsulotomy was performed. This record is for the left side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV and rupture.